Event description:
On (B)(6) 2025, the user¿s care partner reported that around midnight, the user¿s blood glucose (bg) dropped to 66 milligrams per deciliter (mg/dl). The ilet issued a low bg alert. Treatment included administration of glucose tablets and a banana. The user's bg later rose to a high of 218 mg/dl. No symptoms were reported, no medical intervention was required, and bg was corrected using let insulin adjustments.